Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon noticed a piece of force bipolar instrument was hanging from the jaws of the instrument. He broke the piece off and removed it with a grasper. It did not appear that any fragments fell into the patient. The instrument was inside the patient but not being used at the time the surgeon noticed that the broken piece was hanging. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument was in use for 36 min prior to the issue. There was no issue of functionality noticed while in use and the instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument did not fall into the patient as a result of any collision. All fragments were retrieved and confirmed by visual inspection. The fragments were discarded. The procedure was completed as planned robotically with no reported injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base of grip tip. A piece approximately 0.1665" x 0.6050 " was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have a broken molded insulator and conductor wire at the distal end. All the broken pieces were not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) related to customer complaint: the instrument was found to have a broken conductor wire at the distal clevis. The broken conductor wire due to broken grip tip. The instrument failed the electrical continuity. No thermal damage was found on the instrument. The instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.3325" in size. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.